Event description:
It was reported that the pt had a home-pass from the nursing home (located at the va hosp) for two oxygen cylinders and a single oxygen regulator. The pt depleted the first cylinder and switched the regulator to the second cylinder. The pt could not get flow from the regulator so the pt put the cylinder/caddy and regulator combination in the car and drove it back to the hosp. The hosp was also unable to get flow. They closed the cylinder and as they were removing the regulator from the cylinder they described seeing a very brief flash of blue flame between the post-valve of the cylinder and the regulator. There were no reported injuries.